Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported issue. The root cause was not established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device did not recognize therapy pads during a case. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the patient was in a non-shockable rhythm.

Manufacturer narrative:
Section h6 clinical signs code grid has been corrected.

Event description:
The customer contacted stryker to report that their device did not recognize therapy pads during a case. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the patient was in a non-shockable rhythm.